Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2015 due to an infection at the site. The patient was treated with oral and intravenous antibiotics and the patient was released from the hospital on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.